Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject balloon was not deflating successfully during the procedure after being properly prepared. Procedure was completed with another balloon. There were no clinical consequences to the patient reported due to the event. No further information is available.

Manufacturer narrative:
Lot # : added. Product available to stryker: added. Expiration date/manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The lot number of the product was confirmed from the returned packaging and the hub. Analysis of the returned device revealed that the hub of the device was blocked by hardened contrast media and the distal tip of the catheter was damaged. The performance test showed that the device was unable to be flushed due to the solidified contrast, which was unable to be removed; therefore the balloon catheter was cut to inflate the balloon. The reported event was not replicated as the balloon was able to be inflated and deflated without difficulty; however, the observed damage to the distal tip of the balloon catheter is indicative of the reported event. In addition, the material analysis was performed of the damaged tip, and it was determined that the observed damage was consistent with the guidewire becoming stuck in the distal tip due to the drying of the contrast media during use and that may have contributed to device deflation issue. Information from the complaint indicated that the device was in good condition after unpacking and preparation, and was prepared per device instruction for use. Therefore, based on all available information and analysis of the device an assignable cause of procedural factors was assigned to the reported event and observed anomalies to the returned device.

Event description:
It was reported that the subject balloon was not deflating successfully during the procedure after being properly prepared. Procedure was completed with another balloon. There were no clinical consequences to the patient reported due to the event. No further information is available.